Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties encountered and shaft damaged occurred. The 24x3.0 mm, eccentric, de novo, 90% stenosed target lesion containing a lesion bend of <=45 degrees was located in a mildly tortuous and severely calcified left anterior descending (lad) artery. Pre-dilation was performed with an unspecified balloon. A 3.00x24mm promus element ¿ stent was selected to treat the lesion but failed to cross the lesion. The physician tried many times and it was noticed that the shaft got deformed. So the physician withdrew the device, used an unspecified balloon to pre-dilate the lesion and selected another 3.0*24 promus element stent to treat the lesion but still failed to cross the lesion and the shaft got deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the tip od was measured which is within specification. Balloon profile: a visual and microscopic examination found no defects on the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The stent of the device was visually and microscopically examined and it can be confirmed that the three most proximal rows of struts were bunched together and misaligned. This type of damage is consistent with the stent meeting resistance when the device was withdrawn from the patient. A visual examination determined that the midshaft was severely kinked in two positions; 6mm and 12mm proximal to the guidewire exchange port. This type of damage is consistent with excessive force being applied to the delivery system. The examination found that there were various hypotube kinks along the length of the device. This is consistent with excessive force being applied to the device during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).